Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance on performing a pump reset, and after completing the reset, the issue was resolved with the successful start of the sensor session.